Event description:
It was reported that during an open colon procedure, the device couldn't be activated. The error code "instrument" appeared at the generator screen. Procedure was completed with same like device.

Manufacturer narrative:
Evaluation summary: the analysis results found that an ace23s was received instead of an ace14s. When attempting the device to activate on a generator gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.